Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an out of range shock impedance measurement, greater than 125 ohms. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that indicates that the impedances have been chronically high and the patient is followed routinely.

Event description:
Additional information was received that the shock impedance for the high voltage right ventricular (rv) lead continues to be high in the 120 to 130 beat per minute range. Over the last year there has been a couple of times the impedance dropped to the 100 ohm range, but each time it gradually increased. Calcification on the lead was suspected. Boston scientific technical services (ts) was consulted and discussed the possibility of delivering high energy shocks could temporarily drop daily measurement values in cases of calcification around coils. Ts noted that the shock impedance for the last delivered 41 joule shock was 84 ohms. Therapy effectively converted the arrhythmia. The plan was continue to monitor at this time due to the patient¿s health.